Manufacturer narrative:
The insulin pump was monitored in a 50c oven for several days and no blank display or unexpected noise was noted. The insulin pump had normal operating currents. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump made weird noises and no alarms were noted. The blood glucose reading was not available due to the customer's mother not being with her son. The customer's mother stated that the insulin pump had shut off, and after the batteries were replaced, it began acting abnormally. The caller declined troubleshooting for the insulin pump and requested a replacement. Nothing further reported.